Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5094609) on 10-jun-2020. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches") and feeling abnormal ("brain fog ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, headache, feeling abnormal and weight increased outcome was unknown. The reporter considered feeling abnormal, headache, menorrhagia and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review it was detected that the reporter was a physician (not the patient), record was medically confirmed, patient's initials were not reported. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5094609) on 10-jun-2020. The most recent information was received on 07-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches") and feeling abnormal ("brain fog ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, headache, feeling abnormal and weight increased outcome was unknown. The reporter considered feeling abnormal, headache, menorrhagia and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (department of health and human services, reference number: mw5094609) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches") and feeling abnormal ("brain fog ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, headache, feeling abnormal and weight increased outcome was unknown. The reporter considered feeling abnormal, headache, menorrhagia and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.